Event description:
A 20 gauge 1 inch IV catheter was placed in the pt's left antecubital vein on (B)(6) 2013. The nurse flushed the pt's IV and noted that it appeared to be leaking. During removal the catheter was noted to be detached with the cannula remaining in the pt's vein. X-ray and ultrasound images confirmed the presence of 1.7 cm retained catheter in the antecubital vein in the left antecubital fossa. The pt was taken to the operating room where he required surgical intervention to remove the catheter.